Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: st. Jude medical transseptal needles, model #407200. St. Jude medical sl1 8.5 french, model #406849. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter (d132705) and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, though not actively ablating, the patient became hypotensive and tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 300cc. Patient was reported to be in stable condition. Patient required extended hospitalization for monitoring of the effusion. Patient was fully-recovered. There were no known factors cited that may have contributed to the adverse event. It was noted that the physician was unsure of the cause of the adverse event. Two transseptal punctures were performed with st. Jude medical transseptal needles (407200). Sheath used was a st. Jude medical sl1 8.5 french (406849). Generator was set on power control mode. Power was titrated. There is no information regarding overall ablation time or last ablation cycle time at the site of injury, as the site is unknown. Although in the ablation phase, ablation was not being conducted when the tamponade was discovered. Irrigated catheter flow was set on 30 ml/min. There were no error messages reported on biosense webster equipment during the procedure. Patient received anticoagulant (heparin) during the procedure with activated clotting times maintained between 300-350 seconds.